Manufacturer narrative:
E1: new information: customer contact mailing address was provided and updated.analysis results: product was not returned to confirm a malfunction has occurred. H3 other text: product not returned to manufacturer.

Manufacturer narrative:
Event date is approximate. The diamondclean smart charger is an accessory to the diamondclean smart power toothbrush system. No charger model or serial numbers were provided. The customer last name and contact information were not provided.

Event description:
A consumer reported that their diamondclean smart toothbrush charger exploded. No injury or property damage was reported.